Manufacturer narrative:
Block b3: exact date unknown, event took place in in 2022 where explant occurred. D6: explant date: 2022 additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076149. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076292. Model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: clik x anchor sterile kit. Serial number: (B)(6). Model/catalog description: 28653207. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced no stimulation from the stimulator. The patient underwent scs system explant procedure. No further information could be obtained despite good faith efforts.